Event description:
Information was received from a consumer in regard to a patient receiving dilaudid 1.75 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and other chronic/intract pain (trunk/limbs). The pump was previously used to infuse fentanyl, dilaudid 2 mg/day, and morphine 6 mg/day. The patient's medical history included lupus and scleroderma. It was reported that in 2015 the patient elected to titrate the pump down. The patient as getting the pump refilled every 3 months. When the patient went to change their refill appointment to a few days later the patient was told there was an outstanding balance. Due to an outstanding payment, the patient's healthcare provider would not refill the pump. Physician listings were requested. The patient was due for their scheduled refill on (B)(6) 2016. The patient did not know the alarm date and did not have any information at the time of report. Additional information was received from the consumer. It was later reported that they let the pump do dry and the patient never felt right ever since. The patient was in a lot of pain and the pump beeps all the time. The patient's healthcare professional gave the patient fentanyl, but the patient could not stand it. When the patient was on fentanyl patches, the patient got sicker and sicker.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.